Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for analysis. He log files were reviewed which revealed an occurrence of error 5 message which was unable to be reproduced during functional testing. The full functional test was performed to completion without error. The returned product functioned as designed during the evaluation period with no communication issues.